Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day following onset, the patient was hospitalized for the event. On unreported date, the patient was treated with ceftazidime injection 1 gram loading dose and then 250 milligrams maintenance dose (route, frequency, and duration not reported), vancomycin injection 50 milligrams (route, frequency, and duration not reported), and heparin injection 1000 international units (route, frequency, and duration not reported) for the peritonitis. Dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the event. Additional information was requested, but is not available. This is report 2 of 3.